Manufacturer narrative:
H4: device manufactured between february 26, 2020 to february 27, 2020 h10: forty three (43) open, unused samples were received for evaluation. A visual inspection with the unaided eye was performed on all samples with the fill caps removed. Loose white foreign matter was observed inside the bag above the fill port of sample one (1) and two (2) only. Upon magnified inspection, identified loose white foreign matter of sample (1) approximately 0.50 square centimeters inside the bottom of the bag and no damage was observed. Upon magnified inspection, identified loose white foreign matter of sample (2) approximately 0.10 square centimeters in the lower inside of the bag and no damage was observed. Both containers were then examined with a stereomicroscope. A particle was isolated from each container, imaged and analyzed using micro-ftir (fourier-transform infrared) spectroscopy with a microscope module. The particles were identified as acrylonitrile butadiene styrene (abs). The fill port and fill port cap are molded from abs. The reported condition was verified on samples (1) and (2) only. The cause of the condition could not be determined. Additionally, observed damaged thread area of the fill port connector of samples three (3), four (4) and five (5) only and no foreign matter was observed in these samples.the cause of the damaged thread was not determined. The damage was possibly due to a cap improperly screwed onto the connector during the manufacturing process. Visual inspection did not reveal any issues in the other 38 samples. Functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in the fill port of forty-three (43) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.